Manufacturer narrative:
The reason for the revision was not provided. Without a product return, no product evaluation is able to be conducted. The part and lot numbers are unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported on (B)(6) 2017 that the patient's tmj prosthesis removal would be performed on (B)(6) 2017. Additional information was requested but has not been received at this time.

Manufacturer narrative:
Catalog number: because it is unknown which side was revised, below are a list of possible devices: possible tmj- device product code: lzd, PMA/510(k) number: p020016. Tmj part numbers: 01-6546, lot 151500a, manufacturing date: 01/01/2010, implanted (B)(6) 2010. The 24-6563, lot 151800a, manufacturing date: 12/01/2009, implanted (B)(6) 2010. The 24-6545, lot 831500d, manufacturing date: 06/01/2009, implanted (B)(6) 2009. The 24-6562, lot 797630, manufacturing date: 04/01/2009, implanted (B)(6) 2009. Possible screws- lot numbers unknown device product code: hwc, PMA/510(k) number: k113512, part numbers: 91-2710, 91-2712, 99-9950. Device product code: jey, PMA/510(k) number: k910038, part numbers: 99-6577, 99-6587.

Event description:
More information was provided: the revision was due to the patient's anatomy; she developed ankylosis. There was no issue with the product. Only one side was revised, however it is unknown which side. The implants were replaced with non-zimmer biomet products based on the patient's anatomy. The revision was successful; the patient was recovering nicely.